Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that med not crossing in patient profile. A technical support specialist verified station and requested examples med not crossing in patient profile but customer did supply the necessary information. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system med not crossing in patient profile. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis medstation system med not crossing in patient profile. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, g2 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that med not crossing in patient profile. A technical support specialist verified station and requested examples med not crossing in patient profile, but customer did supply the necessary information. The system functioned as intended after being assessed by the technical support specialist.